Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter enhanced displayed an "er5" message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear approximately 6 days prior to contacting lfs. The patient informed the csr that she manages her diabetes with insulin. The patient denied taking any action regarding her usual diabetes management regimen due to the meter issue. The patient reported developing symptoms of feeling "shaky, low and tired" on (B)(6) 2013 at 11:30am. In response to the symptoms, the patient claimed she treated herself with food and/or drink and skipped her next insulin dose. Per the onetouch ultramini owner's booklet, an "er5" appears when the meter has detected a problem with the test strip. At the time of troubleshooting, the csr discovered that the patient was storing the test strips outside of the test strip container, which is advised against in the instructions for use. At the time of the call, the patient did not having required testing supplies to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.